Manufacturer narrative:
The sonicare diamondclean brush head is an accessory to the sonicare power toothbrush. Information not provided. Information not provided.

Event description:
Consumer complained about bristles falling off. No injury reported.